Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) with concentration 10 mg/ml at a dose rate of 2.8 mg/day via an implantable pump for malignant pain and other carcinoma. The patient's medical history included cancer (type not specified). It was reported that the patient went in for a routine elective replacement indicator (eri) pump replacement on (B)(6) 2021. While the company representative was speaking to the patient pre-op, the patient stated that he went through withdrawal the week of (B)(6). The date (B)(6) 2021 is considered an approximate date of the event (specific month and year known only). The patient experienced fever and body aches. Additionally, the managing physician stated the pump possibly "stalled". It was further reported that the patient had thought the pump may have run dry, but interrogation showed 13 ml of fluid. The surgeon however removed the drug (approximately 10 ml) once the pump was explanted. The company representative had read the logs of the explanted pump and did not see a motor stall. The surgeon had tried to aspirate the catheter but was unable to, so he performed a back table prime. It was further noted that at this point it was determined that if any kind of lack of therapy was evident, a dye study would be performed in the future. Ultimately it was determined that the fever the patient experienced was from something non-related to the pump. The pump was replaced. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021. The device was requested to be returned to the manufacturer and the pump was in the possession of the hospital. The status of return was unable to be determined. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. The patient's weight was noted as having been requested but was unknown.